Manufacturer narrative:
Date of event is unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using 50 ml bd luer-lok¿ syringe sterile, single use foreign matter was found in the fluid pathway. The following information was provided by the initial reporter: it was reported by the consumer particulate inside the syringe barrel.

Manufacturer narrative:
H6: investigation summary it was reported there is particulate inside the syringe barrel. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows the bottom part of two syringes where both have particulates adhered to the bottom part of the rubber stopper. No other defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot number 1335318. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.

Event description:
It was reported while using 50 ml bd luer-lok¿ syringe sterile, single use foreign matter was found in the fluid pathway. The following information was provided by the initial reporter: it was reported by the consumer particulate inside the syringe barrel.